Event description:
It was reported that when using the bd pyxis¿ medbank tower user account currently locked out and needed to be unlocked. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident. It was determined that the user account was locked out. A technical support specialist (tss) unlocked user account in myqlink. The system functioned as intended after technical support specialist troubleshot the device.